Event description:
It was reported that during an unknown procedure, after opening the first extra load, it did not fit into the stapler. Its blue base broken and without the possibility of performing the stapling. There was no delay to the surgery. The procedure was completed successfully with no patient consequences.

Manufacturer narrative:
(B)(4). Date sent: 04/28/2023. B3: only event and year known. D4: batch # 822a62. Investigation summary: the product was returned for evaluation. Visual inspection and functional testing were conducted on the returned reload. Visual analysis of the returned sample determined that the tcr75 reload was received. The cartridge was received unfired and the forks were broken off and not returned. No functional test was performed due to the condition of the reload. The damage on the reload has consisted of an improper loading technique. Please reference the instruction for use for proper cartridge loading. In addition, a tyvek was received along with the device. As part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device batch number 822a62, and no non-conformances were identified.